Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during the implant procedure, the physician had difficulty with the right ventricular (rv) lead helix mechanism extension/retraction issues. The rv lead was noted to have a lead conductor fracture. A different lead was implant successfully. The lead is expected to be returned for analysis. Besides a prolonged surgical procedure, no adverse patient effects were reported.